Event description:
Received a telephone call from a provider alleging that his customer's powerchair charger harness caught fire. No injury or property damage reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Pride sent a replacement powerchair to the provider for this customer. Pride is waiting for the powerchair to be returned for an evaluation. Cannot draw any conclusions at this time. Pride will follow-up after evaluation is completed.